Manufacturer narrative:
The authorized service provider (asp) determined that the battery needed to be replaced. The asp replaced the battery, and the issue was resolved.

Manufacturer narrative:
(B)(6).

Event description:
A battery failure was reported. Based on the information provided, the device was not in patient use at the time of the event. There was no patient or user harm reported.